Manufacturer narrative:
(B)(4). Concomitant medical products: 110030300, prx hum hi plt lt 3h 80 mm, unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that during a humeral fixation procedure, the surgeon placed a second screw in the same hole where a screw had already been placed, pushing the first screw in to the glenoid. The surgeon attempted to removed the screw, which required removal of all placed components. The procedure was extended approximately 1.5 hours as a result. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a humeral fixation procedure, the surgeon placed a second screw in the same hole where a screw had already been placed, pushing the first screw into the glenoid. It is alleged that the first screw had went through the plate on initial insertion, causing the surgeon to believe the screw hole was empty. The surgeon attempted to remove the screw, which required removal of all placed components. The procedure was extended approximately 1.5 hours as a result. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.